Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that couple weeks ago got a motor error message and was fine. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.